Event description:
The intended side was the right side. The operation began on the left side due to the marker fading after the prep was applied. The left side had a hernia and was repaired. The surgeon proceeded to repair the right side hernia (correct site).